Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a loss of capture. An x-ray image confirmed that the lead had become dislodged. The lead was explanted and replaced. No patient symptoms were reported.